Event description:
It was reported that, during a cori assisted tka, the fin punch hit the nonrim speed pin 110 sterile and bending it. At the end of the case, the surgeon noticed that the pin was bent and had trouble removing pin. When the pin was finally removed, it was noticed that the part of the pin with the threads had broken off inside tibia. An x-ray was called to ensure there was no fracture, surgeon decided to leave the part of the pin in the tibia. A delay of less than 30 minutes occurred due to x-rays. The patient was not harmed beyond the problem reported and current status is unknown, although surgeon does not anticipate future patient impact.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. It was confirmed on x-ray that the tip of the speed pin is retained in the tibia. The clinical/medical investigation concluded that, based on the documentation provided, user technique when the ¿fin punch hit the speed pin¿ was the contributing factor to the reported event. The cori user manual does provide warnings for proper pin placement/locations to prevent interference with the final implant. The patient impact beyond the retained foreign body and the reported 0-30 minute surgical extension with x-ray imaging could not be determined. However, although unlikely, corrosion, micro-motion and/or migration, and local irritation/discomfort cannot be ruled out. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for speed pins provided complete guidelines for indications, contraindications, warnings and precautions to be aware of preoperative, during surgery or postoperative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, surgical technique or rough handling are likely probable causes of the reported event. The contribution of the device to the reported incident could be corroborated as the x-rays confirm the fracture of the device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.